Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was at the clinic and went to check her blood glucose when the alarm occurred. Customer stated the buttons were not responding to clear the alarm. She mentioned she sometimes wears the device in her bra. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.